Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: linear 3-4 lead 50 cm, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 14551390.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedance. The patient was doing well postoperatively. The explanted leads will not be returned.